Event description:
The customer reported false positive architect anti-hbs results on a dialysis patient that was previously tested as negative. Results provided: sid: (B)(6), date: (B)(6) 2023, result: 15.05 miu/ml; (B)(6), (B)(6) 2023, 16.13 miu/ml; (B)(6), (B)(6) 2023, 15.8 miu/ml; (B)(6), (B)(6) 2023, 15.8 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6), (B)(6) 2023, (B)(6). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Manufacturer narrative:
The complaint investigation for observed falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lot. Trending review determined no trends for the issue for the product. Device history record review of lot 45102fn00 did not show any non-conformances or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 45102fn00 was identified.

Event description:
The customer reported false positive architect anti-hbs results on a dialysis patient that was previously tested as negative. Results provided: sid, date, result, (B)(6), 07/03/2023 15.05 miu/ml. (B)(6), 07/03/2023 16.13 miu/ml. (B)(6), 07/18/2023 15.8 miu/ml. (B)(6), 07/18/2023 15.8 miu/ml no impact to patient management was reported.